Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the device failed the self test. There was reportedly no patient involvement. A philips field service engineer evaluated the device onsite and it was determined that this was not a malfunction, but a self test failure attributed by user error, failure to keep the handle clean. Cleaning the surface of the handle resoled the issue and the device was returned to full functionality. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator failed the self-test. There was no reported patient involvement.